Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the unknown reason. The customer¿s blood glucose level was unknown. The customer stated that insulin pump was not turning on even after changing the battery. The customer reported that insulin pump had power loss and the insulin flow block alarm. The troubleshooting was performed and they were unable to clear the alarm but able to complete the rewind. The device will not be returned for the analysis.